Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medication did not appear in the list at the desired dosage during the search. A technical support specialist (tss) confirmed that the medication was not stocked in the 0.5 mg dose and advised that the pharmacy would need to perform a stock out to make that dose available. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, while searching for a medication, it was not appearing in the desired dosage in the list.however, there were no delays or adverse events or injuries reported based on this event.